Manufacturer narrative:
Investigation is currently underway.

Event description:
"It was reported that a 018 ht connect guide wire was advance on the sheath and x-ray showed that the wire coil was broken. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided."

Manufacturer narrative:
It was reported that during the procedure of treating a 50% stenosed and mildly calcified lesion in the middle superficial femoral artery, the hi-torque connect guidewire's coil became fractured. The fractured coil was visible under x-ray but the fluoroscopy images were not available for review. The guidewire was retrieved without issue and the procedure was successfully completed with another unknown guidewire. The device lot history records has been reviewed and it has shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. It is suspected that the coil may have got caught on something, unravelled and became fractured. However, without the device investigation it is not possible to find what caused the issue. The exact root cause of this incident remains unknown. It was reported that after the incident the guidewire was removed from the patient anatomy without issue. There were no adverse patient effects and no reported clinically significant delay in the procedure. The review of the design fmea was carried out and this has indicated that the risk was included and the current controls can be considered sufficient. Controls are in place for inter-coil tension which are controlled and inspected in the coil winding procedure number sop600. The hi-torque connect guidewire "instruction for use" warns and instructs the following in relation to damage to the guidewire: "prior to use, confirm compatibility of guide wire outer diameter with the balloon catheter. Guidewire advancement, withdrawal, and torquing should be monitored by fluoroscopy. Guidewire manipulations must always be observed under fluoroscopy. Do not torque a guide wire if the tip becomes entrapped within the vasculature. Do not allow the guide wire tip to remain in a prolapsed condition. Advance or withdraw the guide wire slowly. Use the radiopaque marker of the interventional device to confirm position. Examine the tip movement under fluoroscopy before manipulating, moving, or torquing the guide wire. Observe the wire under fluoroscopy for tip buckling, which is a sign of resistance. When introducing the guide wire, confirm that the interventional device tip is free within the vessel lumen and that the tip is parallel to the vessel wall. If the guidewire is removed and is to be re-inserted, it must be inspected for signs of damage (weakened or kinked segments) prior to re-introduction. Do not re-introduced is the guidewire is weakened or kinked." Based on the documentation review and conclusion outlined above, no further action is warranted at this time. Lake region medical will continue to monitor post market activity of the device to determine if any adverse trends are noted.

Event description:
"It was reported that a 018 ht connect guide wire was advance on the sheath and x-ray showed that the wire coil was broken. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided."